Manufacturer narrative:
The system logs were not available for analysis. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. It is the responsibility of the customer to provide the data card and they have not done so; as such, service was unable to provide a summary of the system/handpiece data and confirm error codes. The thermage treatment tip was returned and evaluated, and service was able to confirm the customer''s complaint of frosting. The tip was used for 259 treatments. The tip passed the flow and leak tests. However, the tip failed visual inspection for corrosion and pitting on the tip surface, due to excessive dried coupling fluid left on the surface of the tip. No dents, scratches or dielectric breakdown was observed. The tip passed the thermistor test. Functional testing was performed (50 treatments). Corrosion and pitting on the tip membrane does not cause risk to patient since radiofrequency energy is still able to distribute evenly across the tip membrane. The evaluation of the treatment tip found no issues related to the event. It is unknown what caused frosting to the tip but this can happen if treatments are performed too rapidly. Thermage system technical user¿s manual states the procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. Burns are a known possible adverse patient reaction to thermage treatment. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, no causal factors can be determined, and no conclusions can be drawn. No corrective action is necessary at this time.

Manufacturer narrative:
The product has been requested. The investigation is underway.

Event description:
A user facility reported that during a thermage cpt treatment, the system showed the message "tip not in contact with the patient". The doctor tried to disconnect and reconnect the tip, but the tip became too hot and while he was treating the patient, it started building frost. The doctor disconnected it and warmed it in his hand, but the frost appeared again. The treatment was aborted and the next day, the patient reported multiple small scalds/burns on the inner thigh. This case was assessed by the medical reviewer and an available picture of the patient was reviewed. The patient's thigh showed small, burned areas with post inflammatory hyper-pigmentation visible on the internal thigh area. The exact location of the injury is reported as the inner thigh with multiple burns. The patient was not administered any pain medication or placed under anesthesia during the treatment. Secondary intervention (ointments, medications, etc.) That was required to treat this event is reported as cream cicaplast baume. The patient's current status is reported as persisting hyperchromia of the affected parts. It is too soon to know if there will be any permanent damage or scarring. No other treatments (besides the one reported) were being performed in same area where symptoms were reported. The patient has not undergone any other treatments in the same symptom area within the past 90 days. The patient has not had prior aesthetic treatments on this area. This incident occurred at about 230 reps with treatment interrupted at about 250 reps. The highest energy level used was 0.5. The system signalized the tip was not in contact with the skin and then a thin layer of ice was covering the tip. A stamping method was used for treatment. Solta medical cryogen and coupling fluid were used during this treatment. The treatment tip surface was inspected prior to use and there was nothing to note. The treatment tip surface was inspected during the treatment at about every 100 reps. And then more frequently. This tip was not used on any other patients and the tip is currently requested for evaluation.